Event description:
Add'l failure of pads adaptor cable (m1750) subsequent to medwatch voluntary report dated 9/16/99 and mandatory report dated 11/23/99 1999-0002). All particulars and descriptions apply. The problem results in misidentification of cable and inability to pace pt. The misidentification and functional failure of the cable attached occurs in the same manner as previous. The number of cable failures with this failure mode over the past 9 mos now total five.